Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer working to activate the pump screen. Reportedly, the customer was able to access the pump features by plugging the pump into a power source. There was no reported impact to the customer's blood glucose level. It was reported that the customer would continue use of the current pump until the replacement pump was received.